Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose levels were not affected. The pod was not worn.

Manufacturer narrative:
The pod was received for investigation fully deployed. There were no problems found that would contribute to the reported retracted cannula, and no evidence of the reported cannula retraction. The pod generated an 0xd6 alarm during priming, indicating that a low voltage detection was generated for the device component, qn(B)(4). The battery voltages were observed to be low, though it could not be determined when they depleted. It could not be conclusively determined if the observed low batteries are directly linked to the observed 0xd6 alarm.

Event description:
It was reported by the patient that the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose levels were not affected. The pod was not worn.